Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-nov-2019 / serial #: (B)(6) UDI #: (B)(4). H4: mfg date: 07-nov-2018. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Product event summary: the pump (B)(6), two (2) controllers (B)(6), one (1) controller ac adapter with an unknown serial number and one (1) battery with unknown serial number were not returned for evaluation. Log file analysis associated with (B)(6) revealed two (2) controller power up events logged on 02/nov/2023 at 21:41:34 and 21:41:59, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 22% relative state of charge (rsoc) and no power source was connected to power port two (2). The data point recorded after the loss of power revealed that no power source was connected to power port one (1) and that (B)(6) was connected to power port two (2). The controller was without power for 1 minute and 56 seconds. No anomalies were recorded leading up to the loss of power. After the losses of power, safety alert word (saw) values were recorded on (B)(6), indicating overcurrent alerts. It is likely that the overcurrent condition prevents the batteries from providing power, resulting in an addition loss of power to the cont roller. Review of the alarm log file associated with (B)(6) then revealed two (2) vad stopped alarms and two (2) vad disconnect alarms logged on 02/nov/2023. The first vad stopped alarm was logged at 21:42:41, indicating the pump failed to restart after multiple attempts. This was followed by additional controller power up events, an additional vad stopped alarm logged at 21:43:40 indicating the pump failed to restart after multiple attempts, and vad disconnect alarms were logged 21:55:16 and 22:07:54 indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting. Log file analysis associated with (B)(6) revealed a controller power up and associated pump start event logged on 02/nov/2023 at 22:23:05, likely in preparation for a controller exchange; a subsequent vad disconnect alarm was logged at 22:23:10, likely due to the controller being powered up without the driveline connected. The vad disconnect alarm was cleared at 22:23:34, indicating the driveline was connected to the controller due to a controller exchange. Review of the alarm log file associated with (B)(6) then revealed thirty-one (31) vad stopped alarms and one additional (1) vad disconnect alarm logged between 02/nov/2023 and 03/nov/2023. The first vad stopped alarm was then logged at 22:24:19, likely due a physical disconnection of the driveline from the controller due to troubleshooting. This vad stopped alarm was followed by multiple additional controller power up events, vad stopped alarms indicating the pump failed to restart after multiple attempts, and one (1) vad disconnect alarm due to a physical disconnection of the driveline from the controller, logged between 02/nov/2023 at: 22:14:19 and 03/nov/2023 at 11:03:34, likely due to troubleshooting. Review of the motor start report revealed a motor start event recorded on 20/nov/2022 at 04:39:51, in which the motor start parameters were atypical. As a result, the reported vad stops, pump failure to restart, atypical motor start parameters and controller losses of power were confirmed. A possible root cause of the initial loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. CAPA pr00551638 is investigating controller losses of power. CAPA pr00544941 is investigating controller losses of power due to battery discharge overcurrent conditions during pump start attempts. The most likely root cause of the vad stopped alarm can be attributed to failure of the pump to restart after several attempts. (B)(6) was in scope of fca cvg-21-q3-21 [subgroup 3]. CAPA pr00532915 is investigating pump failures to restart. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart event and atypical motor start parameters may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Additional products: d4: serial or lot#: (B)(6) h3: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. H3: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: h3: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) h3: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional products: d1: heartware ventricular assist system ¿ controller. D9: no. H3: no, device evaluation anticipated, but not yet begun h4: mfg date:  h5: no.  H6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ controller ac adapter. D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date:  h5: no  h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ battery d4: d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date:  h5: no  h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited a vad stop alarm. The controller was exchanged and connected to the ac adapter, but the vad failed to restart. The ac adapter and a battery were disconnected and reconnected but the vad did not restart. The patient was hospitalized and the vad remains in use. No further patient complications have been reported as a result of this event.

Event description:
Review of log file data revealed a motor start event with parameters outside of the typical range. It was further reported that a second controller was involved when the vad failed to restart which was associated with a vad stopped alarm. The controller exhibited controller power up events and additional vad stopped alarms due to a failure of the pump to restart, and vad disconnect alarms occurred due to a physical disconnection of the driveline from the controller which was likely due to troubleshooting.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-nov-2019 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 07-nov-2018 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event explanted: product ID 142 0-controller lot# serial# (B)(6) implanted: explanted: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as the investigation summary was revised. Product event summary: the ventricular assist device (vad) (B)(6), two (2) controllers (B)(6), one (1) controller ac adapter with an unknown serial number and one (1) battery with unknown serial number were not returned for evaluation. Log file analysis associated with (B)(6) revealed two (2) controller power up events logged on 02/nov/2023 at 21:41:34 and 21:41:59, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that bat(B)(6) was connected to power port one (1) with 22% relative state of charge (rsoc) and no power source was connected to power port two (2). The data point recorded after the loss of power revealed that no power source was connected to power port one (1) and that bat(B)(6) was connected to power port two (2). The controller was without power for 1 minute and 56 seconds. No anomalies were recorded leading up to the loss of power. After the losses of power, safety alert word (saw) values were recorded on bat(B)(6) and bat(B)(6), indicating over current alerts. It is likely that the over current condition prevents the batteries from providing power, resulting in an addition loss of power to the c controller. Review of the alarm log file associated with (B)(6) then revealed two (2) vad stopped alarms and two (2) vad disconnect alarms logged on (B)(6) 2023. The first vad stopped alarm was logged at 21:42:41, indicating the pump failed to restart after multiple attempts. This was followed by additional controller power up events, an additional vad stopped alarm logged at 21:43:40 indicating the pump failed to restart after multiple attempts, and vad disconnect alarms were logged 21:55:16 and 22:07:54 indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting. Log file analysis associated with (B)(6) revealed a controller power up and associated pump start event logged on 02/nov/2023 at 22:23:05, likely in preparation for a controller exchange; a subsequent vad disconnect alarm was logged at 22:23:10, likely due to the controller being powered up without the driveline connected. The vad disconnect alarm was cleared at 22:23:34, indicating the driveline was connected to the controller due to a controller exchange. Review of the alarm log file associated with (B)(6) then revealed thirty-one (31) vad stopped alarms and one additional (1) vad disconnect alarm logged between (B)(6)2023. The first vad stopped alarm was then logged at 22:24:19, likely due a physical disconnection of the driveline from the controller due to troubleshooting. This vad stopped alarm was followed by multiple additional controller power up events, vad stopped alarms indicating the pump failed to restart after multiple attempts, and one (1) vad disconnect alarm due to a physical disconnection of the driveline from the controller, logged between (B)(6)2023 at: 22:14:19 and (B)(6)2023 at 11:03:34, likely due to troubleshooting. Review of the motor start report revealed a motor start event recorded on 20/nov/2022 at 04:39:51, in which the motor start parameters were atypical. As a result, the reported vad stops, pump failure to restart, atypical motor start parameters and controller losses of power were confirmed. A possible root cause of the initial loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. CAPA pr00551638 is investigating controller losses of power. CAPA pr00544941 is investigating controller losses of power due to battery discharge overcurrent conditions during pump start attempts. The most likely root cause of the vad stopped alarm can be attributed to failure of the pump to restart after several attempts. (B)(6) was in scope of fca cvg-21-q3-21 [subgroup 3]. CAPA pr00532915 is investigating pump failures to restart. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart event and atypical motor start parameters may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.